Manufacturer narrative:
The internal investigation into complaint related device included the following: -the product met acceptance criteria for qc release including mechanical testing. -there was no non-conformation observed during batch record review related to the event reported. (B)(4). . - as per query of complaint management database, no other complaints have been reported to lifecell for lot s11268. Based on internal investigation into the reported lot (no complaints reported for the lot, review of batch processing records including mechanical testing) the event is unlikely related to the strattice. Device remains implanted.

Event description:
It was reported to lifecell that a female patient had ventral hernia repair with strattice on (B)(6) 2013. A few months later the patient had re-herniation. Patient had surgery (date unknown) and during surgery surgeon noticed that the strattice was fully incorporated everywhere except the incision site where the strattice was torn through. The surgeon did not explant the strattice. She placed a synthetic mesh device over the recurrence.